Event description:
The customer originally returned their olympus evis exera ii duodenovideoscope due to an objective lens having been damaged with no sharp edges present. No customer contact information was provided in order to perform additional diligence relating to potential patient and/or procedural information. However, there was no patient harm or consequence reported as a result of this event. During the device evaluation it was discovered that insufficient reprocessing had been performed on the subject device. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed, the object lens had discoloration present. Additionally, as noted, the subject device had undergone insufficient reprocessing as foreign material was discovered in the forceps elevator. Further discoloration was found on the cylinder, the connector, and the adhesive around the object lens. The forceps¿ channel port was deformed. The light guide cover class was damaged. The cover and protector were both scratched. The connecting tube had buckling present. The light guide lens was cracked, and the distal end was shared. Corrosion was found on the both the left arm as well as the mouthpiece. Due to wear of the angle wire, the control knob movement was out of specification. The universal cord also had coating peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the forceps elevator around was insufficiently reprocessed immediately after procedure. It is also likely the foreign material on the forceps elevator got dry and adhered since the user did not reprocess the device immediately after procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: 3.5 manual cleaning: ¿brushing around the forceps elevator and instrument channel outlet¿: 3.3 precleaning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.